Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: nursing and observations of postoperative complications in patients who underwent his-bundle pacing implantation. Journal of wenzhou medical university. 2015 (45). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were included in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports four cases of infection, three cases of lead dislodgement, one case of pericardial effusion, and twenty-five cases of patients experiencing pain, which were all resolved with proper nursing care. The status of the leads is unknown. No further patient complications have been reported as a result of this event.